Event description:
Pt requested a new freedom 60 pump. Pt reports they noticed their infusion is taking longer than expected. Pt reports the past 2 infusions took around 4 hours when it typically takes 2 hours of infusion time. Pt states they were able to infuse total amount of hizentra and did not experience any symptoms from pump malfunction. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 18gm. Hizentra 20% pfs indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.